Event description:
Pt sample was tested utilizing multistix 10sg on clinitek 50 urine chemistry analyzer. The results obtained showed high ketone, low glucose (negative). Operator sent pt sample to lab for reference blood test & recognized a difference of the results with the multistix 10 sg results vs. Lab tests. They obtained these results 24 hrs later. Pt was admitted to hosp (after 24 hrs) based on the results.